Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail, and a prolapsed posterior. An xtw clip was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove as there was a knot on the ll. The physician used medical intervention to retrieve the ll inside the lock lever and deploy the clip without issue, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported physical resistance / sticking (lock line - difficulty), associated with difficult lock line removal, appears to be due to the reported knot on the lock line. A cause of the reported lock line knot could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.